Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. The customer¿s blood glucose level was 366 mg/dl at time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not on at the time of incident. Customer was ok with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
As per the initial information reported by customer, the case was not reportable and not required for reporting.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.